Event description:
My phillips dreamstation 2 emitted a smell of overheated plastic after 5 hours of use. It was placed on a wooden floor. I do not use the humidifier function, and the water chamber was empty. A few months ago I changed the setting so that the water heater was completely turned off. But when I checked it again today, it had been reset to three. I do not know how this happened, but I suspect it may have happened when my doctor changed settings on my machine remotely. That could've been several months ago and I have never noticed the smell until now. This machine was provided to me in exchange for my defective dreamstation 1 as part of the recall. I received it at least a year and a half ago I believe. Reference report mw5151843.